Manufacturer narrative:
Concomitant medical products: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-09, lot# n076673, implanted: (B)(6) 2006, product type: accessory. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3487a-33, lot# j0504435v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that a patient thought her implantable neurostimulator (ins) battery was dead. It was stated that the patient had replaced the programmer batteries, and tried to charge the stimulator battery several times. It was reported that it would ¿go to like half a charge but won¿t fully charge and now it won¿t charge at all¿. It was noted that ¿around last christmas ((B)(6) 2013) it started only charging halfway up and gradually has ¿done less and less¿. It was stated that the patient tried to charge last night for 5 hours and it did not show a charge at all. The patient stated ¿over the past week I¿ve tried 4 times and I get 6-8 boxes every time but it won¿t charge¿. It was stated that the patient was getting 8 coupling boxes filled in, and that the ins battery level was all the way down. The patient described that her equipment was working as designed. Additional information received reported that the patient thought her machine was ¿on the fritz.¿ it was noted that the patient could charge the ins and it said that it was fully charged. However, when the patient turned on the ins with the patient programmer, in an hour or so, the battery was dead so the patient had to recharge again. The patient noted feeling the stimulation coming on and going off. It was noted that this had been going on for ¿a month or more.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.